Event description:
While wearing the external equipment, the pt reportedly experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for device eval. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The decision was made to explant the device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.